Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter tubing was confirmed; however, the exact cause could not be determined from the returned samples. Two 4fr single-lumen groshong nxt piccs were returned for investigation. The samples exhibited evidence of use. A functional test revealed a leak in one catheter near the 47cm depth mark. The hole was 1.5mm from the tip of the strain relief oversleeve. In the other catheter, fluid leaked between the 36 and 37 cm depth marks and the hole was 7.8cm from the tip of the strain relieve oversleeve. A microscopic examination of the leak sites revealed sharp edges around each hole. The leak site near the 36cm depth mark exhibited a v-shaped hole in the tubing. In the other catheter, the black printed line and a portion of the 47cm depth mark were worn around the leak site. While the exact cause could not be determined, it is possible that the tubing was damaged with during use. No other similar complaint were reported for the implicated lot and a review of the quality and inspection records for the implicated lot found no potentially related issues encountered during manufacturing and assembly of the product lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that liquid leakage occurred during infusion. The catheter was therefore removed and flushed with saline. And sand holes were observed. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0109 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redy0109) have been reported from the same facility in (B)(6).

Event description:
It was reported that liquid leakage occurred during infusion. The catheter was therefore removed and flushed with saline. And sand holes were observed. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.